Manufacturer narrative:
Based on the information provided, at this time no definitive conclusions can be made. A review of the manufacturing records showed that the lot was manufactured to specification. Adhesions is identified in the adverse reaction section of the IFU as a known possible complication. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.

Event description:
The following allegation was reported to davol by the patient: patient alleges that she was implanted with an unspecified mesh to treat a ventral abdominal hernia in 2001. Postoperatively the patient reports that she suffered from an ileus and wound dehiscence in which she was hospitalized for 3-4 days and treated conservatively with a nasogastric tube. The patient alleges that in (B)(6) 2004 she was implanted with a bard/davol composix mesh, 6" x8." To treat an abdominal hernia. Following this procedure the patient claims she has undergone multiple surgical procedures to remove pieces of mesh. Patient does not know if this mesh that has been removed is from the 2001 surgery, the 2004 surgery, or both. She states that pathology indicates the mesh was received in 5 pieces. Patient alleges the mesh was wrapped around and adhered to the small bowel, causing a small bowel obstruction.